Event description:
It was reported that the user experienced a hypoglycemic event after estimating a high-carbohydrate meal at a lower value, stating their blood glucose dropped into the 40s despite underestimating meal carbohydrates. Symptoms included hypoglycemia. Outcomes included no reported long-term impairment and no reported medical intervention beyond self-management. Investigation included attempts to contact the user for additional blood glucose and event details. Investigation of this case revealed that the cause of the event remains unclear and no device alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.